Event description:
Based on the info provided in the report, it is not possible to conduct an investigation and respond to questions 1-3. The female condom has an outer ring that is intended to cover the labia and to prevent the entire condom from entering the vagina during intercourse. On occasion, consumers may need to add add'l lubricant to the condom to prevent the penis from pushing the outer ring into the vagina. The directions for use address this possibility and alert the consumer to use more lubricant if the outer ring if pushed into the vagina.